Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter was unsheathed but would not release from the femoral introducer. Reportedly, the filter ¿jumped¿ out of the sheath and was pulled back into the sheath for retrieval (B)(4). It occurred with two other devices in the same procedure (this complaint). The procedure was successfully completed with a non-cook device. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records review could not be completed as the lot number is unknown. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes are failure to connect the introducer sheath hub and femoral introducer handle to ensure that the femoral cup is completely free of the introducer sheath or failure to unlock the introducer system and prepare for filter release. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 16mar2026: the physician said there was a tumor pressing into the inferior vena cava (ivc) which made placement a little difficult. He claimed the filter ¿jumped¿ out of the sheath and was unable to move it back down.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: they were using the femoral approach. The filter was unsheathed but would not release from the delivery system. This same problem occurred with three different devices ((B)(4)) in one procedure. The procedure was successfully completed with a competitive device. Patient outcome: the patient did not experience any adverse effects due to this occurrence.